Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
The patient's mother stated: "the child stopped wearing their upper 8 & lower 6 aligners due to having pain in their jaw as well as noticing that their underbite is worsening. The patient has also been experiencing sleep apnea and is wondering if that is due to the pain they feel, and if so are wondering if the aligners are the cause. The patient's mother has scheduled an appointment with an ear nose and throat doctor. The patient's mother said that the jaw pain was too much for the child and that is why they stopped wearing their aligners, along with noticing their underbite was worsening."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.